Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the tubing ripped could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim. Was there patient harm? No. Failure notes/ details IV tubing ripped within channel. IV fluid started leaking out down tubing.